Event description:
It was reported that pump experienced malfunction alarm malf 24 that could not be reset. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged shipment of replacement pump under warranty, provided instructions for placing pump into storage mode and returning it within 10 days, and advised customer to program pump settings and connect continuous glucose monitor to replacement pump.